Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, the stapler was unable to fire while being use in stomach. The surgeon was able to press the green button and squeeze the handle. In the fifth shot, the load was mounted and the handle did not recognize the same, it had blue side light informing that the device was in trouble, being impossible to fire. The load broke off. New load was used to complete the case. No patient injury and no medical intervention was required.